Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided as the returned construct confirms that the tasp shim not fractured.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided as the returned construct confirms that the tasp shim not fractured.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured. No more information is available.